Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented the emergency room not feeling well. The patient was experiencing shortness of breath. Upon interrogation, the atrial lead exhibited a loss of capture. The lead was reprogrammed.